Event description:
Per received report: the deltapaq coil stretched with minimal manipulation and detached. A snare was used to retrieve the coil. Additional information received from rep on (B)(6) 2011 indicated that the unintended detachment occurred in the aneurysm. The case was completed and no additional medications administered. The patient is doing fine as of this report.

Manufacturer narrative:
Upon receipt of the unit, visual and functional inspections were performed. Except for the 3 primary winds of the coil, the proximal end of the device positioning unit (dpu) with the electrical connector were not returned. As the top layer of blood was removed, copious amounts of tissue were found adhering to the distal section of the dpu. Conclusion: the evidence as received suggests that there are three possible contributing factors that could have produced the stretching and the unintended detachment of the coil, either separately or in combination. The first factor is that the coil may have become anchored in the coil mass. The manipulation of the coil may have caused it to stretch and then sever. The circumstances of how this may have occurred cannot be determined. The second factor could have been the copious amounts of tissue found adhering to the remainder of the coil and the distal section of the dpu. During the manipulation of the coil, it may have caused interference causing the coil to stretch and then sever. The circumstances of how this may have occurred cannot be determined. The third factor could have occurred during coil manipulation with the coil becoming anchored on the distal tip of the microcatheter. This may have caused the coil to stretch and then sever. The circumstances of how this may have occurred cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns.